Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 02-apr-2018, a field service engineer (fse) verified the 2012 air detected (diluent) in the error log. The fse found the nozzle assembly creased due to bending. The fse replaced the nozzle assembly and noticed that the nozzle assembly holder was crooked. The fse adjusted the nozzle assembly holder and tightened the screws. While performing start-up, the fse found that the cup reader lamp did not turn and the reader did not read the test cups. The fse verified connection of test cups reader to cable and to main board, which were good. The fse ordered a new test cup reader and main board for replacement. On 03-apr-2018, the fse replaced the test cup reader, but still did not come on. The fse replaced the power board and re-installed the original main board and test cup reader. The test cup reader was operational. The fse ran daily check and the customer ran quality controls, which passed. The aia-360 instrument was operational in accordance with manufacturer's specifications. No further action was required by the fse. A (B)(6) complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages, states the following: list of error messages: if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. The 2012 air detected (diluent): description: there is no contact with the liquid surface after sample suction. Troubleshooting: contact the service department. The most probable cause of the reported issue was due to a faulty nozzle assembly.

Event description:
On (B)(6) 2018, a customer reported getting 2012 air detected (diluent) error messages on the aia-360 instrument. The technical support specialist instructed the customer to prime the instrument three (3) times, but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for luteinizing hormone (lhii), estradiol (e2), and follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.